Event description:
It was reported that pump malfunction occurred when pump screen went dark and would not turn on, with no notable events before the issue and malfunction code displayed as malf 0. There was no reported adverse impact to the customer's blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.